Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing revealed an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
The patient was in circulatory failure and had ventricular arrhythmia, so an emergency ablation was performed under the anesthesia. When use of the agilis was discontinued due to the leak, and the approach was changed to that from the aortic valve, a new puncture point was made in the inguinal artery.

Event description:
During a left ventricular tachycardia procedure, a leak was noted at the hemostasis valve. The introducer were inserted into the left inguinal region and a large hematoma was noted (the puncture was approached almost vertically). Following transseptal puncture with an sl0 introducer, a guidewire was placed in the left atrium, and the introducer was placed in the left atrium using the guidewire as a guide and the sheath was flushed. During the approach from the left atrium to the left ventricle, the introducer did not move as expected. Due to the passage of time, flushing could not be attempted again and when saline (containing heparin) flowed in from the sideport of the introducer, a leak was noted from the hemostasis valve. At this point, the procedure was changed to an aortic approach while still indwelling in the body and the introducer was no longer used. However, the procedure was stopped due to percutaneous cardiopulmonary support (pcps) being used. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.